Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed . Device history record review revealed nothing relevant to this event. The broken needle was stuck within the hand instrument and when removed was found in a buckled "s" shaped fashion. This failure mode is typically caused by applying excessive force while attempting to pass through challenging tissue (i.e. Thick or calcified). The end user applied forces that will cause the needle to buckle within the cannulation of the hand instrument and produce a buckled "s" shaped failure mode. The remaining portion of the needle was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the rep that while the surgeon was using the device and passing suture through the meniscus, he fired the device and nothing was happening. Surgeon then pulled out the device and noticed the needle was broken inside the scorpion device. Used a lasso to continue with the procedure. Surgeon modified the technique by using a swivel lock because he was not able to tie over the button and had to make a new hole and implanted the suture with a 4.75 swivelock. Everything was retrieved form the patient and the case was completed. Procedure: meniscal root repair